Event description:
It was reported that an ilet bionic pancreas was shutting down during school hours despite being charged and filled with insulin, and engineering logs later showed the user was manually powering off the device. Symptoms included episodes of high glucose. Outcomes included no reported injury, hospitalization, or long-term impairment. Investigation included review of synced device logs. Investigation of this case revealed intentional user shutdowns during the reported periods. It was concluded that the device functioned as designed and that the event resulted from user action rather than a device malfunction.